Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Mlurc: user's test strip had poor storage.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 90 to 140 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Verified storage of product is not within instructed specification. Test strip lot manufacturer's expiration date is 03/17/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not set): 1:57mg/dl (B)(6) 2015 05:05pm. 2:77mg/dl (B)(6) 2015 05:58pm. 3:107mg/dl (B)(6) 2015 06:08pm. 4:70mg/dl (B)(6) 2015 05:31pm. 5:76mg/dl (B)(6) 2015 04:34pm. Adverse event not reported.